Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect and treat testing) was confirmed. As received, the monitor belt receptacle wires were damaged. Upon evaluation, the monitor belt receptacle was missing from the monitor case, damaging the case where the belt receptacle attaches. The cause of the report failure is excessive force placed at the receptacle. The root cause of the damaged receptacle and connector is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor cannot run detect and treat testing.